Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# serial# unknown implanted: explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#: b3: date is month and year valid. H6 codes apply to the lead. G2. Foreign: el salvador; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On 2025-jun-06 mpxr (B)(4) (for, dis): information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that since the implantation until today, the patient loses pain relief starting from the day of their programming over a period of 3 to 5 days, the relief decreases progressively. Through the clinical programmer, we have confirmed that both the impedances and the connectivity with the electrodes are correct. The patient was also a candidate for the implant since during the trial process she received more than 70% pain relief. During each programming session, she arrives at the appointment with a lot of pain and after the programming, the patient leaves with a relief level greater than 60%. The doctor observes this as they are present during these sessions. At the start of the programming session, the measurement of the impedances and connectivity is carried out to verify the integrity of the entire system, and everything is always fine. Furthermore, the electrodes are implanted in the required anatomical position. A series of stimulation programs have been carried out to determine which is the best option, but with all of them, the best result is obtained. Many programming sessions (more than usual) have been conducted since the implant was done, and these programming sessions have been carried out similarly with the support of clinical specialists from medtronic, achieving the same results. The patient's expectation of pain relief with the therapy has not been met; the same relief obtained during the trial to determine if they were a candidate for the implant has not been achieved (currently, the relief is less and diminishes over days from the day of the therapy programming session). The issue has not resolved. 2025-jun-12 e1 (rep, for): additional information was received. Regarding implant date / event date, both previously stated dates are correct. The rep stated that the date of the implant was (B)(6) 2023. After that on (B)(6) 2023 we made an appointment with the patient and the doctor to explain the programming process, how the controller works and how they will do the intensity setting with the controller by themselves and did the first program. The delay between the implant and the first programming session was thought because the patient must be healthy after the surgery and might be hard for her to differentiate the pain after the surgery with her chronic pain. The next programming session was on (B)(6) 2023, but the patient called our clinical specialist in february, and they told them that the programming does not have the same pain relief, we thought in that moment the pain that the patient felt could be for the surgery. After that with the doctor they made an appointment for a new programming session. By that moment, the programming sessions loop with the patient started. The cause of the pain relief decreasing after programming has not been determined yet. This situation happens during the patient¿s daily routine, they are a housewife (does only the simple duties in her house), if they feel pain they use the control to setting the stimulation intensity, but day by day they notice that the setting does not have the same pain relief so if they need to rest more every day until the day that the doctor called to made a new appointment. Around 38 programming sessions in different days and months from (B)(6) 2023 to (B)(6) 2025, on this one we had the support of medtronic panama and some cases with the medtronic mexico support and the result was the same (the pain relief effect decreases in a few days). The rep can share with you all the reports if it is necessary. On (B)(6) 2025, the doctor did a second surgery to change the electrodes position because they weren¿t in the initial position (they moved downstream) and we still have the same issue with the correct electrodes position. The issue has not resolved, several programming sessions supported by medtronic panama and mexico, we are using a program made in mexico in that moment gave her almost 5 months of pain relief as a map for news programming sessions.

Manufacturer narrative:
Upon further review, it was determined this event has already been reported under regulatory report # 2182207-2025-01578; please see this regulatory report for all future updates regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). It was stated on (B)(6) 2025 during a medical appointment in mexico, the doctor told the patient that the leads were lower than the initial position (they had a new x-ray result and the doctor compared it), and the rep hypothesized that could be the reason that the pain relief decreased in a few days. When the patient arrived at el salvador, they told their local doctor who told the rep. The rep confirmed this was the same patient as a previously noted event but the rep did not know if they traveled to guatemala looking for assistance and only knew about the travels to mexico. They noted the cause of the lead migration was not confirmed, the doctor thought it was a healing problem (the fibrosis did not generate properly to stop them in that position) but it was not confirmed. Regarding resolution, they noted they were going to continue looking for the best programming for the patient and were not thinking of changing the implant at this time. They were trying to get an appointment with the patient to obtain logs. See h11